Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned partially deployed from the introducer sheath and dried procedural fluid was evident. The remainder of the stent appeared to have been retracted back over the petal of the stent delivery wire (sdw) inside the introducer sheath which indicates it was no longer attached to the sdw. The introducer sheath was soaked in lukewarm water to remove the dried procedural fluid and an attempt was made to retract the stent back into the introducer sheath despite it no longer being seated on the resheath pad, but it was not possible to retract it as the tip of the introducer sheath was damaged. On removal of the stent from the introducer sheath, the subject stent at the proximal end was tapered and not fully opened. The stent delivery wire (sdw) was removed from the introducer sheath and the coil wind was found to be stretched at the proximal side of the petal. The introducer sheath tip was damaged/crushed inwards. The functional inspection was not performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While the reported ¿stent deployed prematurely during use¿ was not confirmed during analysis. The stent was returned partially deployed from the introducer sheath (stent deployed prematurely during retraction/re-sheathing, perceived as ¿stent deployed prematurely during use¿). The analysis is consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿the subject flow diverter stent had to be removed from the patient (for reasons unrelated to the flow diverter) during deployment. After removal it was observed that the subject stent was detached from the pusher wire making it impossible to resheath it completely into the microcatheter¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device were microcatheter. There was patient involvement. Product analysis found the subject stent was returned partially deployed from the introducer sheath and dried procedural fluid was evident. The remainder of the subject stent appeared to have been retracted back over the petal of the sdw inside the introducer sheath which indicates it was no longer attached to the sdw. The introducer sheath was soaked in lukewarm water to remove the dried procedural fluid and an attempt was made to retract the stent back into the introducer sheath despite it no longer being seated on the resheath pad, but it was not possible to retract it as the tip of the introducer sheath was damaged/crushed inwards. The stent was removed from the introducer sheath, and the proximal end was noted to be tapered and not fully opened which most likely occurred when the user retracted it back through the damaged introducer sheath tip. The sdw coil wind was found to be stretched at the proximal side of the petal which indicates it became damaged also while trying to retract the stent back through the damaged introducer sheath tip. The damage to the introducer sheath indicates it was subjected to a significant force. It is most probable the introducer sheath tip was damaged while either advancing it through the rhv or while seating it into the microcatheter hub. As a result of the damage, the stent, during retraction would have become damaged too, as force would have also been applied to attempt to pull the stent back though the crushed/damaged introducer sheath tip. As the sdw would have been used to pull the stent through the damaged introducer sheath tip, the coil winds would have become stretched due to the force required to pull the stent and the stent would have subsequently become detached from the sdw. Therefore, the crushed/damaged stent introducer sheath tip most likely contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported ¿stent deployed prematurely during use¿ and analysed ¿stent deployed prematurely during retraction/re-sheathing¿, stent failed/unable to open (when not implanted)¿, ¿stent deformed¿, ¿sdw deformed¿ and 'stent introducer sheath distal tip damaged' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject stent was used during the procedure. The subject stent was removed from the patient due to unrelated reasons to the subject device, and after removal it was observed that the subject stent was detached prematurely during use from the delivery wire making it impossible to resheath it into microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject stent was used during the procedure. The subject stent was removed from the patient due to unrelated reasons to the subject device, and after removal it was observed that the subject stent was detached prematurely during use from the delivery wire making it impossible to resheath it into microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.